Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) a revision surgery for explanting the reamer head along with the 11mm/130 deg ti cann troch fixation nail and 11.0mm ti helical blade that remained in patient after original surgery. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), part # 352.120 / lot # 30309, supplier: (B)(4), manufacturing date: 08. July 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that patient had a inter medullary nailing surgery for a hip fracture on (B)(6) 2016. It was noted that a 12.0mm medullary reamer head was left in the patient. The surgeon closed the patient and scheduled a revision surgery for (B)(6) 2016. There was a thirty minute delay in the original surgery. Revision surgery was completed on january 21, 2016 for explanting the reamer head along with the 11mm/130 deg ti cann troch fixation nail and 11.0mm ti helical blade. A new nail and helical blade were implanted. Surgery was performed successfully. Implant and explant surgeries were performed by two different surgeons, surgeries were performed at same hospital. Revision surgery was successful. This report is 1 of 1 for (B)(4).